Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. The device has not been returned for evaluation. We are fling this report in an overabundance of caution since the end user hit her head. We will file a follow up report in the event we receive additional information. The end-user sat on the device after engaging the brakes. The back "gave out" and she fell backwards. She scraped her knee and hit her head and back. No medical attention was sought.